Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that the middle screw extender sleeve was splayed and would not grab/capture the screw. The event was not related to pt contact.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.